Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for out of range (oor) superior vena cava (svc) impedance. The lead is still in use. No patient complications have been reported as a result of this event.